Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that one side of the image is sharp, the other is not. Additionally, during initial internal assessment of the product cloudy spots in the lens system were found. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the concerned endoscope was inspected by the manufacturer. During inspection, the customer's error description "one side of the image is sharp, the other is not" could be confirmed. The imaging shows blurred areas on the left edge of the image. The distal solder seam shows several impact marks in the lower area, and it can be concluded that this led to image degradation. The mechanical damage has resulted in damage or displacement of the imaging rod lens system or components thereof, which in turn has a negative effect on the imaging. The damage found is not due to a production/manufacturing defect. It is concluded that the damage may have been caused by clinical use or clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).